Event description:
According to the facility on 4/7, a client developed a groin wound measuring 5.5 cm long and 1.7 cm deep. The wound appeared shortly after the product switch and has since worsened, showing signs of necrosis.

Manufacturer narrative:
According to the facility on 4/7, a client developed a groin wound measuring 5.5 cm long and 1.7 cm deep. The wound appeared shortly after the product switch and has since worsened, showing signs of necrosis. The client's nurse attributes the skin breakdown to the new product. Despite receiving regular wound care and treatment, the wound is not healing. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.